Event description:
It was reported that the patient had an inappropriate shock while using a drill. The patient was holding the drill directly against his chest at the time. Technical services discussed the event with the caller. There were no additional adverse patient effects. The system remains implanted.